Event description:
It was reported that the user experienced an initial hyperglycemia after a late breakfast announcement while using an ilet system with a dexcom g7 and a steel infusion set placed in the abdomen. Thid was followed by corrective insulin dosing and then a subsequent late breakfast announcement that contributed to hypoglycemia and a later rebound hyperglycemia. Symptoms included hypoglycemia and hyperglycemia ranging from 53 mg/dl to 209 mg/dl with dizziness, headache, blurry vision, and disorientation, as well as urinary frequency. Outcomes included serious injury requiring the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was associated with user error of a late meal announcement, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.